Event description:
This event was reported as valve explanted at implant due to incomplete coaptation and mitral regurgitation. The leaflets would not close and the struts pulled the leaflets causing wide open regurgitation. The correct sizers were used. No further info was provided.